Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. A field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty needle valve. The service technician replaced the needle valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a ventilator experienced an issue with the mean airway pressure (map) jumping all over the place. The customer confirmed that there was no patient involvement associated with the reported issue.